Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was leaking. The customer¿s blood glucose level was 272 mg/dl, 271 mg/dl at the time of the incident. Customer stated the leak was past second o ring. Customer was assisted with troubleshooting and the issue was not resolved. The reservoir will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report.